Event description:
On (B)(6) 2012, pt reported he has been receiving elevated and low blood glucose levels. Pt stated 2 weeks ago his blood glucose level was elevated into the 300's mg/dl and he was unsure why. Pt reported he hasn't changed the infusion adapter in a while. Pt stated he began taking larger boluses to self-treat for the elevated blood glucose levels and then last week he began experiencing low blood glucose levels. Pt reported he changed his carbohydrate to insulin ratio; computes his own boluses. Pt stated he had a blood glucose reading of 81 mg/dl at 11:26 pm last (B)(6). Pt reported he had just inserted a new insulin cartridge and gave himself a one unit bolus. Pt did not change the headset because it was not time. Pt stated he also drank some orange juice to counter the extra one unit bolus of insulin he had given himself. Advised pt he only needs to give the one unit bolus to fill the infusion set cannula if the headset is new. Verified pt's basal rate. Pt reported his wife was awakened around 1:30 am to him sweating and having a seizure; she attempted to check his blood glucose level and was unable to get a reading so she called the paramedics. Pt stated he never lost consciousness. Pt reported when the paramedics arrived they tested his blood glucose level with a reading of 18 mg/dl on their meter; they gave him a shot of glycogen to raise his blood glucose and then took him to the hosp where he was admitted and released later that evening. Pt stated he was unsure of how long he was at the hosp but stated they tested his blood glucose and it had risen back to normal range which was around 100 mg/dl. On f/u call on (B)(6) 2012, pt reported he has not had any more low blood glucose results. Sending courtesy infusion adapters; no product return was requested.